Event description:
The customer stated that she performed a control test after receiving a blood glucose reading that was higher than usual. The control test result was 200 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.